Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: intracapsular rupture, silicone perspiration and periprosthetic shell stage 3, the breast is hard and deformed.

Event description:
Regulatory affairs reported left side intracapsular rupture, silicone perspiration and periprosthetic shell stage 3, the breast is hard and deformed. The device has been explanted.